Manufacturer narrative:
(H3): manufacturers investigation is ongoing including quality record review of the device/lot in questions and efforts to obtain additional details of the incident and sample return. A follow-up report will be submitted with additional information obtained or identified through the course of the investigation.

Event description:
The incident was reported to the manufacturer by the patient's location, limited information has been made available as of the date of this report. It is reported that after instilling a new lens from the blister pack, a piece of lens material was also instilled which had to be removed by the physician. It is reported that this piece of lens material resulted in a corneal ulcer. The size, location, severity, and treatment of the corneal ulcer is unknown as well as the patient outcome. Coopervision is making efforts to obtain additional information on the incident and request device sample return for manufacturer analysis. This incident is being reported due to the alleged corneal ulcer. Internal investigations, including device history and manufacturing record review. A follow-up report will be submitted with additional information obtain through the course of the investigation.

Manufacturer narrative:
(H3): no product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. Based on manufacturer investigation no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The incident was reported to the manufacturer by the patient's location, limited information has been made available as of the date of this report. It is reported that after instilling a new lens from the blister pack, a piece of lens material was also instilled which had to be removed by the physician. It is reported that this piece of lens material resulted in a corneal ulcer. The size, location, severity, and treatment of the corneal ulcer is unknown as well as the patient outcome. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This incident is being reported due to the alleged corneal ulcer with no supporting information. Should additional information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Based on additional information received from the involved medical professional, the manufacturer finds that this no longer meets the criteria of a reportable adverse event. The manufacturers report has been updated to include the newly received information and reporting rationale. Previously submitted initial and final reports have been included for reference.

Event description:
This incident was initially reported in an abundance of caution as an alleged corneal ulcer of unknown size, location, severity, treatment, and resolution. Additional relevant medical information received 03 april 2024. The patient was seen (B)(6) 2023 for contact lens testing and during examination, the optometrist noticed a linear abnormality on the right (od) cornea that was not there prior to lens insertion and requested a medical consultation. Exam showed inferior linear staining in approximately the seven o'clock region; a 2mm x 0.5mm transparent foreign body was removed. The source or composition of the foreign body is not identified but alleged to be a piece of plastic that in the contact lens blister pack and instilled in the eye with the contact lens. The patient was diagnosed with a non-infectious peripheral corneal ulcer and prescribed oftan chlora (chloramphenicol) with no further follow-up required. Per the new information received and based on the size, location, and severity of the incident in conjunction with medical treatment or interventions and medication prescribed, the manufacturer finds that this no longer meets the criteria of a reportable adverse incident. Per the information received this incident did not result in the death or unanticipated serious deterioration in the state of health of the user, nor was medical intervention or medication required to prevent or preclude permanent injury or impairment of eye structure or function. Should the incident reoccur, it is unlikely to result in the death or serious deterioration of the user or other person, nor would medical intervention or medication be required to prevent or preclude a death or serious injury.